Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the tavr procedure itself, patient factors (history of coronary stenosis) and the midcab procedure may have contributed to the narrowing in the celiac artery, reduced blood flow in the gea and resulting hemodynamic instability. The subsequent celiac artery mobilization resolved the issue, stabilizing the patient hemodynamics. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), hemodynamic instability occurred during the tavr procedure. As reported, prior to the tavr procedure, a risk of coronary artery occlusion was predicted due to the shape of the patient¿s sinotubular junction (stj). And the bifurcation angle of the right coronary artery (rca). A minimally invasive direct coronary artery bypass grafting (midcab) was performed. The rca was bypassed with the gastroepiploic artery (gea). Following the midcab, a transfemoral tavr procedure was performed. During the tavr procedure, a 20mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, blood pressure (bp) was slow to recover. Coronary angiography (cag) showed proper blood flow in the left coronary artery (lca), but the flow in the rca was not clearly seen. Chest compressions were started. The bp transiently increased to 270 mmhg, but gradually decreased to 70 mmhg. Percutaneous cardiopulmonary support (pcps) was initiated. Tee showed myocardial hypokinesis of the rca and left circumflex artery (lcx) region. Following stabilization of the hemodynamics by pcps, proper patency of the rca was confirmed by cag, contrary to the previous observations. Angiography on the bypass graft and gea revealed a narrowing in the celiac artery and reduced blood flow in the gea. Blood flow was regained by mobilization to the celiac artery via a celiotomy. The bp stabilized around 90 mmhg. Patency of the coronary, internal thoracic and gastroepiploic arteries were confirmed. During the procedure, as the cardiac hypokinesia was resolved, the patient was weaned from pcps. At the time of this report, the patient was doing well. The valve remains implanted in the patient. The native annular diameter measured 20.0mm by tte. Mild valvular calcification and moderate aortic root calcification was reported. The right coronary artery (rca) height measured 15 mm.